Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs0742 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported connector failed on saturday and customer had to use a connector replacement. No other information was provided.